Manufacturer narrative:
Correction to gender device evaluation visual inspection. The specimen cup and hawkone were removed from the packaging for inspection. The specimen cup was opened and clear piece of material with traces of biologics were noted. The piece was picked up using a needle nose tweezers and inspected. The approximate length of the piece was approximately 1cm. A cross section angle of the piece was observed and noted a piece was a hollowed cylindrically shape piece. The texture and appearance of the debris was consistent with pet material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unknown plastic material was observed encased around the plaque. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a moderately calcified lesion in the mid left superficial femoral artery (sfa). Little tortuosity was reported. The device was prepped with no issues. There were no issues during the procedure but it was reported that some of the inner material lining from the nosecone came out during cleaning of the device. No patient injury was reported.